Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level due to an automatic correction bolus via the pump while using exercise mode on control iq software. There was no adverse impact to customer's blood glucose level. Customer declined to provide further information or undergo troubleshooting.